Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with implantable neurostimulator (ins) for non-malignant pain. The patient reported a shocking sensation. The patient reported she was having trouble getting a static shock, only harder. The patient states that when she touches the vacuum cleaner cord, carpet shampooer cord and car handle she has gotten shocks. Also, a man from the grocery store patted her and she could hear the shock. This has never happened with the patient¿s previous devices. The patient was redirected to her healthcare provider to discuss further and possibly check the device. It was reviewed that the type of shocking the patient was describing was not something that we would expect to be related to the ins and that the patient may be getting static shock. The patient further stated she had been having a difficult time charging and she spoke with her representative who told her to turn the antenna dial and this resolved the issue. No further complications were reported/anticipated. The indication for implant was non-malignant pain.